Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked; the ports were broken off. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, twelve (12) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing along with priming were performed and no defects were observed. A functional test was performed with sterile water to measure volume; the devices worked according to specifications. The samples were gravity tested and connected to an in-lab spectrum iq pump simulating the usage process with no defects observed. The water referee back pressure test was performed on all the clearlink components with no issues noted. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.